Manufacturer narrative:
Initial reporter facility name: (B)(6).

Event description:
It was reported that stent damage occurred. The 70% stenosed target lesion with a non-significant bend was located in the mildly tortuous and moderately calcified left anterior descending artery. A 3.00 x 24 synergy drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and the stent strut was lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable after the procedure.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Device evaluated by MFR.: synergy ous mr 3.00 x 24mm stent delivery system was returned for analysis. Examination of the crimped stent via scope found evidence of damage with the mid to proximal stent struts lifted. The undamaged crimped stent outer diameter was measured by snap gauge within max crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 70% stenosed target lesion with a non-significant bend was located in the mildly tortuous and moderately calcified left anterior descending artery. A 3.00 x 24 synergy drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and the stent strut was lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable after the procedure.